Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not apply firmly the staple line on the cystic duct and the cystic artery. The staples were not firmly attached on the tissue. It is unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: what is meant by "the staples were not firmly attached on the tissue?" Does this mean clips not completely formed? Does this mean clips fell off of tissue? Please provide more detail regarding specific issue. The clips didn¿t form at all. The arms of the clips didn¿t close in a parallel, proper position. If clips fell off of tissue, were all clips retrieved? If not retrieved, was there any change to procedure or post-op patient care? Yes, the clips fell off the tissue and they were retrieved from the patient¿s abdomen. The analysis results found that the er420 device was returned in good visual condition with a clip in the jaw, the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed three scissored clips, and then the remaining clip was formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.